Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for emergent endovascular treatment of a 76mm abdominal aortic aneurysm it was reported during the index procedure when the main device was deployed, the suprarenal stent seemed to come off and entered the right renal artery. The device did not move and the position of the renal artery was checked and the main device was continued to be deployed. After deploying the device, the entry was found to be diagonal, but the suprarenal stent did not seem to come off. The system was set as usual and final angiography showed no blood flow in the right renal artery. The procedure was finished because there was no blood flow to the aneurysm. Per the physician the cause of the renal artery occlusion is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis the reported right renal occlusion and suprarenal stent entering the right renal artery could not be confirmed on the films provided; therefore, the exact cause of the event could not be determined. Angiograms at the end of the index procedure showing contrast injection being performed were not provided. Post implant cts were non-contrast, therefore, assessment of the device relative to the renal vessels and vessel patency could not be performed. It was observed that the suprarenal stents were deployed at the same time as the covered stents. As per the IFU, the release of the suprarenal stents should be performed after deployment of the contralateral limb and contrast injection to confirm positioning of the most proximal covered stent graft and renal artery patency. It is possible that implanting the bifurcate stent graft within a severely tortuous and narrowed aortic neck may have contributed to the reported renal occlusion noted at final angiogram, however this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the part where the suprarenal stent was sewn onto the graft before deployment showed to deviate from the part where it should be normally sewn. However, when checking it again after deploying the suprarenal stent, it seemed that the part had not detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.